Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer did not perform the air removal step or follow proper cartridge loading instructions. Technical support educated the customer on ensuring the removal of air from the cartridge prior to filling and advised against using an empty syringe during the air removal step. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.